Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 7, 2017. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 04, 2017. (B)(4). The returned sample was visually inspected, confirmed damage on the venous inlet port as reported. No other damages were noted on the returned device. A retention sample from the same product code/lot number combination was visually inspected and found not to have any damage or visual anomalies, specially on the venous inlet port. All capiox units undergo 100% visual inspection at several steps during the process, up until packaging the unit. The damage to the venous inlet port occurred during shipping and handling; however, how or when the damage occurred was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a moulding issue from the venous inlet of the oxygenator was discovered. No patient involvement. Product was changed out. Procedure was completed successfully.